Manufacturer narrative:
Concomitant medical products: model: 6275, is-1 pin plug; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed possible ventricular oversensing on the electrograms (egm). Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.